Event description:
After having inserted the wire guide and sizing catheter in the vessel, it was determined that the selected iliac leg graft would fall short of the desired landing zone, proximal to the internal iliac artery. An iliac leg extension was deployed in the main body graft to extend the limb, allowing for the deployment of the leg graft farther into the vessel, providing the appropriate diameter at the distal landing zone and fixation site. During the angiogram of the iliac leg graft placement, the delivery sheath kinked and the graft was deployed without confirmation of the location of the graft to the internal iliac artery. Post angiogram noted that the endovascular graft had occluded the internal iliac artery, landing beyond the desired location in the vessel. The distal end of the leg graft also appeared to have an unnatural taper. An iliac leg extension was then deployed within the leg graft to provide a better transition with the native vessel. No endoleaks were viewed during the completion angiogram.